Event description:
As reported the left ventricular lead was capped due to an unknown reason. Attempts for more information were unsuccessful.

Event description:
Updated information indicated that this lead was capped for future use and that there were no reported allegations.